Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone, she was attempting to enter the customer carbohydrates into the insulin pump and it froze. She removed the battery and it alarmed batter out limit once a new one was inserted. Customer's blood glucose was 316 mg/dl. Troubleshooting was done for the battery out limit and due to the alarm reoccurring, the customer's mother was advised the device needed to be replaced. Troubleshooting for keypad anomaly was also performed since the buttons were not responding when attempting to clear the alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at the lcd board. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected battery out limit alarms noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and minor scratched display window.